Event description:
Kangaroo tube feeding pump error. Pump repeatedly says "error, clear blockage or prime pump". Pt's (patient's) peg (percutaneous endoscopic gastrostomy) tube flushes effortlessly. The kangaroo pump primes effortlessly when holding down prime button. There is no clog/air in tubing or peg tube. I have replaced the pump, tube feeding bags, flushed peg tube and the error still occurs. Just while writing this report I have gotten up 6 times to fix this issue. Had two other rns (registered nurses) check the pump and peg tube to see any issue I missed. I've spent more time with the pump than I have with my patients. This issue also causes unnecessary supply waste.